Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : incident category updated. Previously reported event injury replaced by new events pain: pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy : rash/skin condition, fatigue, hair loss and migraine. Patient dob added. Reporter information, product indication and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 36-year-old female patient who had essure (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dermatitis allergic ("allergy: rash/skin condition/rashes or skin conditions/3 days after the implant her legs started rashing on legs/blotching in my legs"). On (B)(6) 2008, the patient experienced gastritis ("inflammation in stomach area"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), migraine ("migraine/migraines / headache"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), acne cystic ("complication (s) please describe: cystic acne of the face"), inflammation ("inflammation body"), abdominal distension ("I did not look 6 months pregnant anymore after removal") and peripheral swelling ("swollen legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, fatigue, alopecia, migraine, vaginal haemorrhage, weight increased, gastrointestinal disorder, acne cystic and gastritis outcome was unknown and the inflammation, abdominal distension and peripheral swelling had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, gastritis, gastrointestinal disorder, inflammation, menorrhagia, migraine, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion. Lot number: 509800 manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 36-year-old female patient who had essure (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("allergy: rash/skin condition/rashes or skin conditions/3 days after the implant her legs started rashing on legs/blotching in my legs"). On (B)(6) 2008, the patient experienced gastritis ("inflammation in stomach area"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), migraine ("migraine/migraines / headache"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), acne cystic ("complication (s) please describe: cystic acne of the face"), inflammation ("inflammation body"), abdominal distension ("I did not look 6 months pregnant anymore after removal") and peripheral swelling ("swollen legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, rash, fatigue, alopecia, migraine, vaginal haemorrhage, weight increased, gastrointestinal disorder, acne cystic and gastritis outcome was unknown and the inflammation, abdominal distension and peripheral swelling had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, dysmenorrhoea, fatigue, gastritis, gastrointestinal disorder, inflammation, menorrhagia, migraine, pelvic pain, peripheral swelling, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events: vaginal bleeding, weight gain, gastrointestinal disorder, cystic acne, inflammation stomach, inflammation, bloating, unilateral leg swelling were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 36-year-old female patient who had essure (batch no. 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dermatitis allergic ("allergy: rash/skin condition/rashes or skin conditions/3 days after the implant her legs started rashing on legs/blotching in my legs"). On (B)(6) 2008, the patient experienced gastritis ("inflammation in stomach area"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal pain"), migraine ("migraine/migraines / headache"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), acne cystic ("complication (s) please describe: cystic acne of the face"), inflammation ("inflammation body"), abdominal distension ("I did not look 6 months pregnant anymore after removal") and peripheral swelling ("swollen legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, fatigue, alopecia, migraine, vaginal haemorrhage, weight increased, gastrointestinal disorder, acne cystic and gastritis outcome was unknown and the inflammation, abdominal distension and peripheral swelling had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, gastritis, gastrointestinal disorder, inflammation, menorrhagia, migraine, pelvic pain, peripheral swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (per pif, please note discrepancy). Removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: total bilateral occlusion. Lot number: 509800, manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. References details and source documents were transferred from deletion case no. (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.